Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it could not be determined if the cause of this phenomenon was the malfunction of the subject device or not. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device was evaluated by an olympus field service engineer. The evaluation determined that the subject device was functioning as intended. No problems were found. The cause of the reported problem was attributed to a non-olympus multi-graphic video processor. The investigation is ongoing and a definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an image was not displayed on the monitor. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed after moving the patient to a different procedure room. There was no patient injury, associated with the problem, reported to olympus.